Event description:
Additional information received reported the channel tube of the scope was tested. It was unknown what type or how much microorganisms were found. The scope was reprocessed correctly at the site and the scope was stored in a cabinet. An automatic endoscope reprocess was not used.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the legal manufacturer's final investigation. The customer provided the cleaning disinfection and sanitization (cds) practices. Manual cleaning was performed within an hour after the procedure. The device was rinsed before manual disinfection. All channels were flushed with and immersed in the disinfectant. The detergent solution used was dr. Xiao, and the solution minimum effective concentration / expiration date were checked before use. All brushed points were checked. Water was aspirated through the instrument/ suction channel with a suction pump. The device passed the leak test. All scope channels were connected with tubes when the scope was setting up into the aer/ ewd. The water filter was replaced within the specified period. No deviation from the instructions for use were found from the review of the reprocessing steps provided from the user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Based on the results of the investigation, it was highly possible the leakage from the device led to insufficient reprocessing. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis lucera bronchovideoscope tested positive for an unknown contamination. The issue was found during reprocessing. The intended procedure was completed using another olympus scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the report of contamination was not reproduced as the device was unable to be tested. Evaluation found the insertion section was aging, the channel tube was leaking, the control section was corroded, the switches failed, there was foreign material inside the objective lens which made the image shadowy, and the bending cover was leaking due to being cut. Additional information has been requested regarding this event. This event is under investigation. A supplemental report will be submitted upon receiving additional information or completion of this investigation.